Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # d4: updated brand name. G5: updated combo product field, added PMA/510k # h4: added device manufacture date h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6) hospital. [Signature illegible]. Pre-procedural checklist. Weight 93 kg. On (B)(6) 2007: (B)(6) hospital. [Signature illegible]. Medication reconciliation [handwritten]. Home medications: plavix, aspirin. Stop plavix prior to surgery. On (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: grapefruit size midline incisional abdominal hernia. Postoperative diagnosis: grapefruit size midline incisional abdominal hernia. Operative procedure: repair of abdominal wall hernia with dualmesh. Anesthesia: general. Indications: a 75-year-old male with a large midline abdominal wall hernia probably about the size of a grapefruit. This is the supraumbilical area. Procedure: ¿after prepping and draping, the patient had a midline incision down through the skin and subcutaneous tissue down to the hernia sac, which was opened. We then freed up the fascial edges and freed up at least 3 cm all the way around and a dualmesh was inserted in the subfascial area and sutured with 0 mersilene. Once this had been completed, the soft tissue was closed with 2- chromic and the skin with a skin stapler. 0.5% marcaine with epinephrine would be instilled for postoperative analgesia.¿ on (B)(6) 2007: bon secours health system, inc. Intraoperative record. Asa 2. On (B)(6) 2007: bon secours richmond health system. Implant log. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04767528. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04767528) was implanted during the procedure. On (B)(6) 2007: (B)(6) hospital. (B)(6), md. Pathology report. Preoperative diagnosis: abdominal wall hernia. Final pathologic diagnosis: abdominal wall hernia repair (gross): hernia membrane. On (B)(6) 2007: (B)(6) hospital. [Signature illegible]. Physicians orders [handwritten]. Discharge home. Remove abdominal dressing and leave open. On (B)(6) 2007: (B)(6) hospital. Lab. Wbc 8.0. On (B)(6) 2007: (B)(6) hospital. [Signature illegible]. Preoperative assessment [handwritten]. Surgical history: appendectomy ¿54. Weight 194 lbs. On (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected midline abdominal wound with infected mesh in the subfascial area. Postoperative diagnosis: infected midline abdominal wound with infected mesh in the subfascial area. Operative performed: ¿exploration of midline abdominal wound with going down through the skin and subcutaneous tissue following into a large abscess cavity, which is basically involving the entire mesh, which is normal. Cultures were taken for aerobes and anaerobes and we gave him vancomycin on the table. He had received some ancef prior. We will wait for the final culture report determining what kind of antibiotic to give him. The fascial edges were freed up and we went down going underneath the subfascial area and found the edge of the mesh, which was sutured to the subfascial area and cut the suture at that point. Multiple stitches were removed and we went down to the intra-abdominal cavity and exploration of the intra-abdominal cavity revealed no evidence of any purulent material or abscess that was corning from anywhere other than the intra-abdominal mesh. The entire mesh was removed. The necrotic areas were then cleaned. All the sutures that we could find were removed and once this had been completed, the wound was irrigated with bacitracin solution and then packed in the subfascial area with bacitracin solution. We did put in two #1 vicryl proximally and distally into the fascia to help close the fascia and then put two #1 mersilene in the skin proximally and distally to help close the skin leaving at least a 2-inch midline open area where packing could be done postop. The patient tolerated the procedure well with no operative complications.¿ on (B)(6) 2007: bon secours health system inc. Intraoperative record. Asa 2. Procedure: hernia ventral repair. Surgeon description: irrigation and debridement of infected abdominal abscess/removal of abdominal mesh. On (B)(6) 2007: (B)(6) hospital. Microbiology. Wound culture. Specimen: abdomen. Gram stain: 2+ wbc¿s seen; no organisms seen. Culture: light proteus mirabilis, few staphylococcus species, coagulase negative, few alpha streptococcus. Anaerobic culture: no anaerobes isolated, moderate bateroides species, beta lactamase positive. On (B)(6) 2007: (B)(6) hospital. Lab. Wbc 11.8. On (B)(6) 2007: (B)(6) hospital. (B)(6), md. Discharge summary. Final diagnosis: infected midline abdominal wound with infected subfascial mesh. Had undergone a midline abdominal wall hernia with mesh probably and has had draining in the area that has been unable to close and felt he probably has infected mesh. Mesh was removed and no mesh was reinserted and abdominal wall was closed primarily, safely discharged home when stable. On (B)(6) 2008: (B)(6) hospital. (B)(6), md. History and physical. Surgical history: umbilical hernia repair. Status post wound dehiscence and infections of mesh. Medications: plavix [blood thinner], aspirin. Exam: abdomen: multiple scars, well healed. Impression: gastrointestinal bleed, blood loss anemia. Possible blood loss and polypectomy several weeks ago with use of aspirin and plavix versus an upper gi bleed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: commonweath of virginia, department of health ¿division of vital records. Certificate of death. Age 88 years. Death occurred: decedent¿s home. Immediate cause of death: chf [congestive heart failure]. Interval between onset and death: 2 years. Medical examiner contacted: no. Autopsy: no. Did tobacco use contribute to death: no. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions: d1102: unintended use error caused or contributed to event. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ all fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04767528. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore dualmesh® plus biomaterial with corduroy® tissue ingrowth surface instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore dualmesh® plus biomaterial with corduroy® tissue ingrowth surface was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.